Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead dislodged. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.